Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately thirteen years and seven months later, computed tomography (CT) showed abnormally positioned filter with penetrated tines. The filter was high in position, at the origin of the left renal vein. It was above the origin of the right renal vein. Tines penetrated the inferior vena cava and extended extrinsic to the inferior vena cava. Anteriorly a tine extended outside of the inferior vena cava by 15 mm approached the right lobe of the liver, adjacent to the portocaval nodes and did not appeared to be directly affect the neighbor duodenum. There was also linear area of attenuation within the right lobe of the liver probably represents a fractured tine which migrated into the liver. Another tine extended into the right renal vein. Following the safe childbirth, the patient sought for filter removal, but the filter was embedded within the venous musculature and the risks of removal outweighed the benefits. The patient experienced diffused abdominal pain that seemed to radiate to her back and flank. Computed tomography scan showed the filter had migrated with 1 of the tines broken and lodged in the liver parenchyma. Vascular surgery team was referred for possible surgical intervention for filter removal from the liver. Most recent computed tomography scan revealed evidence of filter tilt to be more medial in how it sits. A portion of the filter tine that could be embedded within the liver parenchyma. The filter could possibly be in one piece rather than broken into two as described. It was not particularly concerned that there was a portion of the filter in the parenchyma of the liver. This portion of the liver was peripheral, and it would likely not cause any damage. It was decided that any kind of surgical intervention at this time was unnecessary and would put greater risk than it would be of benefit. Therefore, the investigation is confirmed for filter limb detachment and perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the detached strut retained in liver; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation; however, medical records are provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the detached strut retained in liver; however, the current status of the patient is unknown.